Event description:
During a pericardiocentesis the physician wanted EKG guidance with the alligator clip for a placement. However, he was unable to get the clips to work. During placement, a rv perforation and pea resulted. Resuscitation was unsuccessful. Physician felt the cardiac perforation which occurred during pericardiocentesis may have been secondary to the clips not functioning.